Event description:
The device has been discarded.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: no observe opening on the device. Pain: unable to observe as it is a medical event that is not related to the device. Seroma-late:unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
Adverse event problem health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified: pain: unable to observe since it is a medical event and is not related to the device. Rupture: not observed. It is not possible to determine the lot number or catalog through the photos provided. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Healthcare professional reported right side "ruptured, pain" and "minimal traces of fluid around the implant" confirmed by MRI. Device has been explanted.